Event description:
Pt called to report on essure permanent birth control. She stated she began experiencing problems in (B)(6) 2011. Her symptoms include: problems digesting food, problems swallowing food, bloating, sharp pain, cramping and back pain. She said she had an endoscopy, colonoscopy, ultrasound and a cat scan to try and find the cause to her health issues, but all tests seemed to be fine. In (B)(6) 2013, she stated she had a hysterectomy and the doctor found that the left coil had perforated the fallopian tube. Pt said since her hysterectomy, she no longer has pain or any of the above health issues. She said her doctor urged her to call and file a report.